Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that at around 12am, the patient received an urgent low alert on her cgm (specific value not reported) while her bg meter reading was over 400 mg/dl. The patient was wearing a tandem mobi insulin pump. The patient attempted to calibrate her cgm but after trying to do so, the sensor failed. The patient was beginning to feel sick, nauseous, had increased thirst, bloating, and hot flashes. The patient went to the emergency room (ER) around 1am. At the ER, the patient¿s bg meter reading was still above 400 mg/dl. The patient was treated with IV insulin and IV fluids. The patient was discharged around 4-5am the same day. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values taken at the emergency room available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.